Event description:
A report was received that the patient was having pocket site pain. The patient had lost weight and the pocket site had become uncomfortable. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having pocket site pain. The patient had lost weight and the pocket site had become uncomfortable. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient will no longer undergo a pocket revision. The patient reported that the pocket pain had subsided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.